Event description:
It was reported that this pacemaker system triggered lead safety switch (LSS) due to a high out of range pacing impedance measurement of 2034 Ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.